Event description:
On (B)(6) 2012, customer reported a leak while running startup on the act diff instrument. The volume of the leak was approximately 2 ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak came from the probe while startup was run. Fse replaced the hydropneumatic and waste filters and also cleaned the probe wipe. This resolved the issue and there was no further evidence of leaking.

Manufacturer narrative:
(B)(4).